Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable defibrillation lead, the lead was repositioned a couple of times and perforated the heart wall resulting in a pericardial effusion. A pericardiocentesis was performed tat the patient was admitted to the intensive care unit and was later observed to be in stable condition. No additional adverse patient effects were reported.